Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had an unknown issue. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. It is unknown what medications, if any, the patient takes to manage her diabetes and she denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that on (B)(6) 2015 she developed a symptom of "dizziness" and that she had her blood glucose tested on a doctor's meter which gave a result of "305mg/dl" this complaint is being reported as the patient developed a symptom of dizziness, which could be associated with dehydration, alongside a blood glucose reading of over 250mg/dl, therefore meeting lifescan's criteria of a serious hyperglycemic event.